Event description:
The account alleged the side rail would not raise to the latch position. No pt impact.

Manufacturer narrative:
The technician found the side rail latch cover was bent. The technician straightened the side rail latch cover to resolve the issue.